Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager reported a leak developed where the heparin line connects to the bloodline after 3 hours into treatment. Heparin line was not in use and was knotted and clamped but nurse may have been pulling too hard which could have caused the loose connection. The blood leak was visually observed to be an external leak. There was no damage or defects noticed on the bloodlines. The patient¿s estimated minimal blood loss (ebl) was approximately 2 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same 2008t machine with the new supplies including a fresenius dialyzer. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported a leak developed where the heparin line connects to the bloodline after 3 hours into treatment. Heparin line was not in use and was knotted and clamped but nurse may have been pulling too hard which could have caused the loose connection. The blood leak was visually observed to be an external leak. There was no damage or defects noticed on the bloodlines. The patient¿s estimated minimal blood loss (ebl) was approximately 2 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same 2008t machine with the new supplies including a fresenius dialyzer. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation.